Manufacturer narrative:
Product complaint #: (B)(4). Batch #: t5a48r. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested/received: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Did the jaws eventually open? No.

Event description:
It was reported that during an unknown procedure, the device on the first firing the blade did not retract and the stapler could not be opened. Unknown if the procedure was delayed. Procedure was completed successfully. No fragments were generated. There were no adverse consequences for the patient.